Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
When retrieving the filter with a lasso device, the physician found it impossible to have the filter go through the retrieval catheter. The surgeon tried again and the wall of the retrieval catheter (466c210f lot 41005868) turned inside out. The surgeon pulled slightly and the filter finally crossed with no issue to the patient. Please note that multiple attempts to acquire additional information have been made and have been unsuccessful.